Manufacturer narrative:
The device was returned to the resmed service center for an evaluation. The evaluation confirmed the occurence of system fault (sf 74). It is possible that the fault was caused by a software timing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) indicating a software task error occurred resulting in an alarm being triggered. There was no patient injury reported as a result of this incident.